Event description:
Additional information received reported that the stim was covering some of the ¿pained area¿ but not all. It was noted that the doctor would try to reprogram to reach more of the pained area. It was also noted that the patient would have to drop out of yoga due to shoulder pain. It was noted that the doctor was going to touch the patient¿sarm and they ¿winced.¿ it was noted that the doctor wanted the patient to come back for tests but the patient was ¿not sure what.¿ the patient stated that they were implanted for pain into the right leg and lower back. The patient stated that the shoulder pain was not the pain that the implant was implanted for. The patient stated that the stimulation was to help the back pain. It was noted that the patient switched from program a to program b but ¿it switched back right away¿ to program a where the patient was going to leave it due to doctor instruction. It was noted that the doctor wanted the patient to come in for reprogramming. The patient was redirected to the healthcare professional (hcp).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient noticed she was feeling ¿very little stimulation coming at her¿ this morning. It was stated that the patient has stimulation set at 2.60 and it seemed like a comfortable level for her. It was noted that the patient slept with the device on and kept it on ¿day and night¿. It was stated that the patient was ¿afraid it could have shifted¿. It was noted that the patient was walked through adjusting stimulation. The patient initially reported that she saw a poor communication screen, but was able to communicate the second attempt. It was stated that she increased to 2.70, and the patient stated ¿she still wasn¿t feeling a lot of stimulation¿ even though she increased stimulation. The patient stated ¿I¿m moving it around on my rear end and I¿m not getting much stimulation¿. It was noted that the patient was told to wear a girdle for a month and complained that it had been ¿driving her crazy, it folds over¿ and that she had slept without it the night before. The patient wondered why stimulation ¿would have gone down, unless it related to taking off that girdle¿. Additional information received reported that the patient had trouble understanding the manual and stated ¿it should be written like a cookbook¿. It was noted that the patient thought she needed a tutorial. It was noted that the manufacturer¿s representative that attended her implant procedure had flown in and was no longer in town. It was reported that the patient felt stimulation in her right knee and she though the stimulation was providing benefit there. It was reported that she was still having a lot of pain when walking. It was stated that the patient increased her stimulation from 2.6 to 2.8. The patient noted that she received no instructions about changing programs and her healthcare professional (hcp) did not provide any instructions about using her implantable neurostimulator (ins). The patient noted that she had gotten her bandage wet. It was noted that the patient was overweight. Additional information received reported that the patient stopped wearing the girdle because it was ¿driving her crazy¿ and did not allow her to sleep. It was reported that the patient was concerned that something happened that ¿maybe moved the thing¿ and had a ¿feeling that something has shifted¿. It was stated that the patient turned stimulation off. It was stated that stimulation was targeted to her 4th lumbar. The patient noted that she had a fracture in her right knee and left shoulder prior to ins implant. It was stated that the patient was able to use the patient programmer to turn stimulation back on. It was reported that she could feel stimulation, but that it ¿felt much higher up on my back that it¿s ever felt¿. It was also stated that she could feel stimulation now ¿over most of her buttock¿. It was noted that the patient was dissatisfied with the patient programmer manual, and stated that it was difficult to read and had too many icons. Additional information received reported that the patient had an overstimulation sensation. It was stated that one night the patient thought the leads moved at night and it felt stronger than normal. It was stated that she ¿got paranoid¿ and wondered what she did, but stated that she bent over and it was ok. It was stated that the patient suggested the patient programmer manual be made ¿into a coloring book¿ or have it guided ¿like a cook book step by step¿. It was stated that the device was working great for her.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that since implant the implantable neurostimulator (ins) had not helped the patient's standing and moving activates. The patient stated that when they sat they "never needed stimulation" but "standing had pretty much stayed the same as before surgery." The patient noted that they had pain with reaching, upper body and when standing for any length of time. The patient noted that they had surgery for the lumbar four. The patient noted that they were "hoping to get more out of it." The patient stated that they were disappointed. The patient asked if increasing amplitude would help the pain level and if there was "anything they could possibly do that [the patient] was not doing." The patient asked if more amplitude would help. The patient noted that they had the stimulation adjusted again "two weeks or a month" prior to (B)(6) 2014. It was noted that the manufacturer representative spent "a lot of time" and the patient went from program a to program b. The patient stated that they used to keep it as a "very low" number and now was "going up to 500 when they were running around and driving." The caller noted never having therapeutic effect. While on the call, the manufacturer representative offered to help the patient determine if they had programs to help different body parts but the patient sated that they did not have the patient programmer and "did not have time right now."&#62282;

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was unable to sleep when stimulation was turned on. The patient reportedly decreased stimulation to 0 while sleeping and then increased it to 2.20 volts in the morning. The patient keeps it off at night because she only had pain when she walked. The device reportedly made the patient's pain 90% better. It was reported that over the weekend, the patient stated stimulation was too high at 2.20 volts and it interfered with the opera performance the patient attended. The patient reportedly could feel it "pounding away" but forgot to bring the patient programmer (pp). The patient reportedly never went higher than 2.20 and would keep it at 1.80 in the future. It was noted the patient had "awful sciatica" in her left side and the patient thought she overstimulated her left side. It was noted the patient was given a "rubber thing" to wear around her waist over the implant site for a month after she was implanted. The patient took it off early due to itching and inability to sleep. The incision s ite was reportedly healed. Additional information received reported the constant throbbing of the stimulation bothered the patient. The patient reportedly kept her stimulation at 2.20 volts. The patient reportedly had an appointment on 2014-04-10 and would work with the physician regarding her response to stim therapy. The patient was unsure how well stim therapy had been working since implant. It was reported it initially seemed to work, but since she tried to resume activities she enjoyed doing, she had been suffering from pain. It was reported this was the patient's baseline pain that was present prior to implant. It was reported the patient's stimulation irritated the patient's arthritis. It was noted the patient had a "lumbar 4 disc" injury. The patient reportedly had no pain if she sits all day. The patient reportedly had a fracture in her shoulder and right knee, so walking caused a lot of pain. The patient reportedly couldn't put dishes away in the cupboard because the reaching motion caused pain. The patient reportedly couldn't walk any distance at all. The spicy food caused inflammation in the patient's arthritis. Additional information received reported the patient received assistance from the physician or manufacturer representative and her concerns were resolved on (B)(6) 2014. The patient thought the "medtronic book" would be enhanced with more simple and complete information, such as turning off and on the stimulator, optimum use of the amplitude, and encouragement to experiment to find the most effective use. The patient found it difficult to sleep while using the device and wished there was more instruction given. The patient received answers to her questions and good information from the manufacturer representative.

Event description:
Additional information received reported that the patient was "hoping to be able to walk comfortably and stand for any length of time" but the patient "had not been getting what they hoped." It was noted that the patient "kept it around 300." The patient stated if they "put it up to 500 they maybe get a little more relief for the pain in the back." However, when the patient sat down "it was just throbbing." The patient noted that the knee pain had been helped by the ins and they "really appreciated what it had done for the knees." However, when the patient was sitting "it practically jumped the patient up off of their seat." The patient noted that they "could not keep jumping up and down all the time." The patient also noted that they "had not had a lot of help from this since the implant." The patient saw the manufacturer representative two months prior to (B)(6) 2014 and they reprogrammed it. As of (B)(6) 2014 the patient was on the b group. The patient noted that she had a fracture in both the shoulder and knee. The patient was redirected to the hcp.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 97740, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient had loss of stimulation and restated information from a previous report. It was noted that the patient's device was not rechargeable. It was noted that the patient asked about exercise restrictions. It was reported that the patient could not see the icons on her patient programmer and requested hands on assistance.

Manufacturer narrative:
(B)(4) .

Event description:
Additional information received reported the patient never had therapeutic effect. The patient did not think the therapy helped her pain at least 50% since implanted. She had been seeing her doctor and they agreed that the device did not seem to be helping the patient alleviate pain. They were both disappointed. The patient was given cortisone steroids in her shoulder and it was working beautifully. The patient was implanted for her left shoulder and she also mentioned lumbar 4 and 3. 3 weeks after the patient got the steroids she felt much better. The patient never really used the voltage beyond 350-400. It was stated that half the time she does not program it. Up to that point, she used therapy most of the time up to "350". The patient did not really notice a difference. The patient was hoping she could stand up straight and she could not. The manufacturing representative spent a lot of time with her programming. It was noted that the therapy was not helping. The patient had a new injury and that seemed to be a little better but her back was not. The patient was measured recently and she discovered she lost some height. She was (B)(6) in before then she was (B)(6) in. The patient had an appointment scheduled with her health care provider (hcp) and would request that the manufacturing representative would be there. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted when more information becomes available.